Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system clinical use was unknown at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoro pedal work intermittently. Review of system logfiles cannot conclude the footswitch malfunction. Fse replaced the wired footswitch and the part were returned to philips for further analysis. The analysis confirmed the malfunction of the wired footswitch due to bad cable. After replacement of footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It has been reported to philips that x-ray was working intermittently. No harm has been reported to philips. As per the field service engineer, the footswitch was faulty. The field service engineer inspected the system onsite and after the replacement of the footswitch, the device was returned to use in good working order.